Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to reservoir migration. The existing reservoir was removed and replaced. No patient complications were reported.